Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt underwent a catheter replacement on (B)(6) 2011. No info regarding the reason for the replacement or symptoms were provided at the time of this report. Additional info has been requested, but was not available as of the date of this report.